Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a patella tendon reconstruction using 1.8 q-fix kit, the drill snapped at the junction to the blue rubber stopper. The procedure was successfully completed without delay using a back up device. No patient injury or further complications were reported.

Manufacturer narrative:
H10 h6 the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image shows a broken drill piece. The complaint was confirmed.